Event description:
A caller reported an error with their continuous glucose monitor, specifying cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through resetting the pump, which resolved the error, allowing the customer to successfully start a new sensor session. The customer chose to independently load a new cartridge to resume insulin delivery without further assistance.